Manufacturer narrative:
(B)(4).the manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, prior to use, a cuff leak was noticed. No patient involvement.